Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent a removal surgery of tfna implants. The surgeon complained that it was very difficult to tell which connection was clockwise or counterclockwise for the extract-instr f/nails and extract-instr f/tfna helical blade+scr. The surgeon also commented as follows: in the text of the surgical technique, there is no distinction made between whether the removal screw is attached to the nail or the blade. In the explanatory diagram, the nail removal screw is first followed by the blade removal screw, but the text is written in the reverse order. The surgery was completed successfully with no surgical delay. This report involves one (1) helical blade/screw extractor. This is report 2 of 2 for (B)(4).